Event description:
It was reported that balloon rupture occurred. The target lesion was located in an internal arteriovenous fistula. A 5.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator 5 x 40,24atm, 40cm was returned for analysis. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied. The balloon was inflated to its rate of burst pressure as per gladiator specification for 30 seconds. A vacuum was then applied, and the device deflated within 10 seconds - this is within the deflation time as per gladiator specification. No issues were noted on deflation. The inflation device was verified before and after use. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft. A visual and tactile examination identified no issues with tip of this device. No issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an internal arteriovenous fistula. A 5.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.